Event description:
(B)(6): the customer complained that the pump occurred a33. And there were some a33 alarm in the alarm history. No further details given. Customer: (B)(6); out of warranty - purchase date (B)(6) 2010; repair and replace. Scrap only. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.